Event description:
It was reported that the patient had difficulty charging the ipg. It was stated that the patient could charge better when standing straight up and it was also mentioned that the patient was not able to maintain the connection of the charge to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.